Event description:
Cutting her hand [laceration]. Syringe exploded [syringe issue]. Case description: spontaneous report was received on (B)(6) 2011 from a hcp (nurse practitioner), the patient are initials (B)(6), age not provided (the patient did not experience any adverse events). The patient's medical history was not provided. On (B)(6) 2011, the patient initiated treatment with synvisc-one (hylan g-f 20) 6 ml injection, once. The lot number was v11041 and expiry date was 08/31/2014. The hcp was attempting to administer the synvisc-one injection when the syringe exploded, thus cutting her hand. As a result, the hcp required three stitches in her hand. No action was taken with synvisc-one in the patient. The outcome for both the events was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The relationship between synvisc-one and both the events was not provided by the reporting nurse practitioner.